Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: event date: unknown, as information was asked but it was not provided. Section d6a if explanted; give date: not applicable as the product is not an implantable device. Section d6b if explanted; give date: not applicable as the product is not an implantable device. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the complaint product and the particle were not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a particle was observed while using healon gv viscoelastic. Through-follow up, we learned that the particle had contact with the patient's eye and was aspirated out of the eye. No further detail was provided.